Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR : 20jun2019. The touch screen was received for evaluation. Visual inspection of the touchscreen assembly revealed evidence of shattered touchscreen. Touchscreens with cracked or shattered glass cannot be tested since the glass has a resistive coating, which if broken, makes the touchscreen nonfunctional. No further testing is required. Root cause was attributed to physical damaged resulting in cracks on the screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. (B)(4). No phone number provided. The service engineer (se) inspected the device. The se found that the touchscreen was not sensitive to touch. The se replaced the touchscreen and the ventilator passed all testing.

Event description:
It was reported that the ventilators touchscreen failed. There was no patient involvement. Event date not specified, estimate used.